Event description:
It was reported force sensor error was experienced.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and the top case was chipped, the bottom case was damaged, the left plunger case was broken. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. The left plugger case was broken. The force sensor cable was damaged. Replaced all plastic parts of the plunger head. Replaced damaged force sensor. The cause of the reported problem was traced to the customer damage of the device due to improper handling. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: model number: 3500. D5: operator of the device: unknown . E4: customer reported to FDA: no info. H6: event problem patient code: 4582.